Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customers current blood glucose level was 425 mg/dl and 363 mg/dl. The customers blood glucose level was 188 mg/dl also. The customer stated that the display returned after insulin pump restart. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer's outcome pertaining to the complaint. Customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.